Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Guide cath: 6fr mdt. Sheath: 6fr. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned goods lab analysis noted blood in the guide wire lumen, on the balloon, on the stent implant, and on the shaft, which is consistent with guide wire insertion and advancement into the body. There was no contrast visible. The undamaged stent implant was stationary between the markers of the tightly folded balloon. The tip length and stent implant profile met manufacturing criteria. The hypotube and jacket were separated 14.6cm distal to the strain relief tubing, thus confirming the complaint. The hypotube fracture face was oval shaped and the jacket material was stretched, suggesting tensile overload (material fatigue/stress). Kinks or bends in the shaft can lead to weakening of the sds material, such that subsequent application of force or further handling can cause a separation. In this case, reported information received from the account revealed that the excessive force applied by the physician during advancement caused the shaft separation/detachment. There were multiple kinks throughout the stent delivery system (sds). Since these damages were not noted during inspection for use, or included in the incident information, they may have occurred during the procedure or as a result of handling, packaging, and shipment back to abbott vascular for analysis. Physical resistance and/or the inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support and/or previously implanted stents, and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product deficiency, the profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. The lesion was described as moderately tortuous and 70% stenosed, which may have contributed to the reported difficulties. It was reported that forceful advancement/excessive force was used during the procedure after strong resistance was noted. It should be noted that the multi-link 8 instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the reported information, the use error directly caused or contributed to the shaft separation/detachment. A review of the product manufacturing lot history record did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. The reported difficulties appear to be related to circumstances of the procedure and the reported use error. There is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure to treat a ne novo lesion in the moderately tortuous circumflex artery, a 2.5 x 15 mm multilink 8 stent system was advanced into the patient anatomy. Strong resistance was noted and force was applied. A proximal shaft separation occurred outside the patient anatomy. The distal segment was removed from the anatomy and dilatation was performed with a non-abbott dilatation catheter. The physician stated that the excessive force during advancement caused the device separation. A new 2.5 x 15 mm multilink 8 stent system was advanced and the stent was successfully deployed. There was no adverse patient effect and no clinically significant delay. Though requested, no additional information was provided.